Event description:
The customer reported the system displays an error code and locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and formatted the hard drive and reinstalled software. System operates as intended. (B)(4).